Event description:
It was reported that there was noise in the atrial channel while the patient was using a drill. It was noted the right atrial (ra) lead exhibited oversensing of electromagnetic interference (emi). The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Emi identified in at/af episode #62 affecting only the atrial channel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.